Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified gastroscopy using the subject device in combination with the video processor cv-260, it was found that the air/water nozzle of the subject device was clogged. The user completed the intended procedure using the subject device without more than fifteen minutes extension. (B)(4) found that the air/water nozzle was clogged with foreign material (mainly white and yellow floccule) during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (clogging of the air/water nozzle with foreign material), and also found that some of the foreign material could be removed but some could not remove. In addition, it was found that the air/water nozzle was deformed, therefore, this air/water nozzle was replaced to a new one. Olympus china has not confirmed when the reported clogging had occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that the clogging of the air/water nozzle with foreign material might be caused by invasion of cotton, cloth, etc. Used in the user facility. In addition, it was surmised that the reported phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user facility and the reprocessing method recommended by the instruction manual. The staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.